Event description:
As the surgeon was inserting the 3.5mm bio pushlock device to the patient's right shoulder, the device broke into several pieces. The pieces were retrieved by the surgeon via scope. The surgeon believes he retrieved all the broken pieces.